Event description:
Flashball separated during IV push administration. Acct reports they were in the midst of a "full arrest" on a pt. They had the IV started and when the paramedic went to give medication through the flashball, paramedic noted fluid on the pt. On investigation paramedic noted that the flashball had separated from the adapter. States that the adapter was still inserted in the IV catheter. States after the incident, when looking at the set again, it appeared as if the flashball was also separating at teh proximal end as well. The separation of the flashball interrupted the treatment of the pt. The pt was in full arrest and the paramedics had to transport the pt to the hosp without an IV. The pt died, but acct states it is difficult to tell if the separation of the flashball made much of a difference in the outcome of the pt.